Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are no distributed in USA products, but similar device product is listed in USA. G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Additional information: 20 cfu/100ml of bacteria and pathogens were detected at the first sampling test and 28 cfu/100ml of bacteria and pathogens were detected at the sampling test on (B)(6) 2024. As a result of gfe (good faith effort), corynebacterium (gram-positive bacillus) was detected in the instrument channel. The cleaning brush used for cleaning on (B)(6) 2024 was an aspt inmed cleaning brush for channel diameters from 2.8 mm to 4.2 mm. The cleaning brush used in the reprocessing process was inappropriate for the entire inner diameter of the instrument channel (2.1 mm) and may not have completely removed the dirt and biofilm. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Device delivered brand-new on 26/06/2024. 20 cfus at the 1st sample then 28 cfus, pathogene germs. Not yet in operation. The sampling team is the same for all endoscopes. Sampling analyze done by the biologist. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report d4: primary unique device identifier (UDI) # g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: g4: PMA/510(k). H4: device manufacture date. Evaluation summary based on the investigation, the facility did not use the proper cleaning brushes when reprocessing before use. A non-compatible brush from another manufacturer was used for brushing operation channel. The brush used was designed for an operation channel with an inner diameter of 2.8 to 4.2, and was not suitable for the 2.1 operation channel of the product in question. This led to the conclusion that proper cleaning had not been carried out during reprocessing, resulting in the detection of bacteria during sampling. Pentax france performed reprocessing and sampling and the scope met the criteria. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 17-jan-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 24-jan-2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.